Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon was performing an arthrodesis hammertoe surgery on a patient on her second, and third toes of both feet. Both of her 3rd toe implants broke, as the surgeon was inserting them into the proximal phalanx. Both implants broke at the juncture of the distal head, and where the threaded portion meet. Both of the implants broke as the surgeon was about 3-4 threads left for adequate insertion of the implant.